Event description:
It was reported that the programmer would not interrogate, even with a replacement programmer head. The programmer was returned for service. The programmer and radiofrequency (rf) head were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was intermittent interrogation, it was difficult to plug the rf head into the rf connector on the link electronic module (lem) board. It was also noted that the microphone was out of specification. (B)(4): analysis found that the rf head did not pass telemetry testing due to the cable being out of electrical specification.